Manufacturer narrative:
Follow-up #1: date of submission 03/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during investigation, the pump was returned with moisture in the battery compartment. A leak test was performed and failed due to a crack alongside the battery compartment and a tear on the bolus button cover. The pump was opened and there was no moisture found inside. Unrelated to the original complaint, when the pump was powered on, the display appeared dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was noted that there was moisture within the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.